Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital with bradycardia. Device interrogation revealed a right ventricular lead issue. Patient presented for lead revision on (B)(6) 2018. During the procedure, the lead helix would not extend or retract. The lead was explanted and replaced. Patient was stable. No further information was reported.

Event description:
New information received stated that upon interrogation, the right ventricular lead and the atrial lead exhibited no sensing and no capture. X-ray revealed that both leads were dislodged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.